Event description:
Info received indicates the nurse call function does not work.

Manufacturer narrative:
The tech found bent pins on the communication cable at the wall jack. The tech replaced the communication cable to repair the bed.